Event description:
It was reported that, on the literature review "radiographic and clinical analysis of a porous-coated metaphyseal cone for revision total knee arthroplasty", six (6) patients suffered from a peri-prosthethic joint infection after having a tka index revision surgery performed using legion metaphyseal cone system. All patients were treated with irrigation and debridement with polyethylene exchange. The outcome of the patients is unknown. No further information is available.

Manufacturer narrative:
Internal complaint reference: (B)(4). Doi: https://doi.org/10.1016/j.knee.2022.04.003.

Manufacturer narrative:
H3, h6: given the nature of the alleged incident, the devices were not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, as of the date of this medical investigation, the requested clinical documentation has not been provided; therefore, there were no clinical factors found which would have contributed to the reported infection. Per the complaint, no further information will be provided. The images provided in the article have been interpreted within the text; therefore, no further analysis of the images is required. The clinical root cause and/or patient outcome beyond the irrigation and debridement and poly exchange reported in the literature article could not be confirmed nor concluded; therefore, no further medical assessment is warranted at this time. Should additional medical information be provided this complaint will be re-assessed. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. Factors that could contribute to the reported event include loss of sterility during procedure, patient reaction, and post-operative healing issue. The contribution of the devices to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual products involved, our investigation could not proceed. Should the devices or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.